Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b - if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an incident with the preloaded intraocular lens (iol). Through follow up it was verified that the inserted lens was part of a device that was received already pre-assembled; therefore, the iol was not physically handled by a surgeon onsite. However, the lens was missing a haptic. The iol was removed from the patient's operative eye and replaced with another one. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 15-nov-2023 . Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the handpiece found the plunger rod was fully advanced and ophthalmic viscosurgical device (ovd) residue was present. Visual inspection of the lens found that it was received cut in half, and only one half received. No issues that could cause or contribute to the complaint issue were observed. No further issues were identified, and no further evaluation was performed. The complaint issue of haptic detached was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.